Event description:
No cutting power.

Manufacturer narrative:
Per the customer, the needle was primed. The part was on the table ready to initiate procedure. Needle did not make a cutting noise. The customer checked the connection, but the error message continued. The needle was switched for another one and they finished the procedure. No injury resulted from the product failure. The part was not available for return. The DHR for lot 12713-03 was reviewed. The part met manufacturing specifications when released and there were no issues related to the complaint. Lot 12713-03 released (B)(4) units. A review of complaint history showed 3 complaints from this lot. This lot has a (B)(4) failure rate. No significant trends were observed. An assignable cause could not be verified because the alleged complaint unit was not available for evaluation.